Manufacturer narrative:
Final device analysis of the lead revealed the following: the tip of the lead was bent at the #3 electrode.

Event description:
It was reported that there was a "broken lead cap". It is believed this referred to the end of the lead. The reporter stated that the tip of the lead was "tilted". The surgeon "refused" to implant the product and another product was used. It was noted that the patient suffered no injury or adverse event. It was later reported that the lead tip was "a little bit bend", it was not broken. It was noted that the surgeon took notice due to a closer look, as this had happened to him before. A follow-up report will be made if additional information becomes available

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical device: product ID: 3389-40, lot#: 0206427513, product type: lead. (B)(4).